Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
Customer reported via phone call that they received a failed battery alarm. The blood glucose reading is unknown. The insulin pump will be replaced.